Event description:
It was reported that the patient had an impact on the head at school and no longer had access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.